Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges there is no insulin in the cartridge; displays 23 units. No adverse event reported. No product will be returned due to custom and legal issues in (B)(6).

Manufacturer narrative:
The manufacturer is unable to test the returned device because the device is inoperable due to damage sustained from a hard mechanical impact.